Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that their insulin was squirting out during the manual prime process. The customer's blood glucose level at the time of incident was 108mg/dl. The customer states insulin continue to drip after letting go of the act button during the prime process. Trouble shooting was conducted. It was discovered that the device may not be responding to an occlusion properly. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No prime fill anomaly noted. The test reservoir matches the units remaining in the status screen. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.